Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. The customer declined further troubleshooting, therefore, no additional information was obtained. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.